Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
¿The technician noticed black spots all over the transfer-filter needle cap, when the needle cap was placed back onto the transfer-filter needle, prior to disconnection from the single use syringe. The event was observed during preparation of vabysmo. ¿ please see photographs attached. Additional information: the patient didn't experience any harm.

Manufacturer narrative:
(B)(4) follow up. It was reported there were black spots all over the transfer-filter needle cap. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle assembly with a plastic shield out of the packaging blister. The plastic shield has multiple dark colored specks that appear to be embedded degraded resin. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 2228456. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. ¿the technician noticed black spots all over the transfer-filter needle cap, when the needle cap was placed back onto the transfer-filter needle, prior to disconnection from the single use syringe. The event was observed during preparation of vabysmo. ¿ please see photographs attached. For the following investigation, please: 1. Review the batch documentation for the affected needle batch, in regards to foreign matter defects and black specks within transfer-filter needle cap material, e.g. Of gradually degrades of thermoplastic molecules, breaking them down into carbon residues). 2. Inspect the photographs showing the defect and assess the photos in regards to the underlying process, i.e. Needle cap manufacturing and device assembly. Report any observation could be in correlation with the given complaint. 3. Report any deviations, events or changes that could have contributed to the reported complaint. 4. Provide a conclusion concerning complaint evaluation (confirmed/not confirmed), plus root cause and CAPA if applicable. The complained sample is not available for return. We appreciate your support on the investigation by providing the report latest on: 07.06.2024.